Manufacturer narrative:
Eval: results: a visual inspection of the returned extension was performed, and one wire near the strain relief on the header appeared disconnected. Electrical testing and a microscopic inspection of the returned extension confirmed electrodes 1 through 4 were electrically open. The observation in the field of invalid impedances was confirmed. The damage to the extensions internal wires is consistent with overstress to the extension during the attempted implant. The clinicians manual includes precautionary language regarding such occurrences. Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.

Event description:
This extension was intended for pt implant in (B)(6). Intraoperative testing performed during the procedure found invalid impedance measurements on several lead contacts. As such, a new extension was used to successfully complete the procedure.